Event description:
It was reported that during preparation, the tip of the command guide wire was noted to be stretched. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new command guide wire was used to successfully complete the procedure. There was no additional information provided. The guide wire was returned with the core separated from the tip ball. Follow-up information from the account stated that it occurred during unpackaging.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stretched coils and separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents for detachment from source or stretched tip coils. Based on the reviewed information, no product deficiency was identified.